Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 04-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: a review of the pump¿s black box and alarm history showed that data from the date of the alleged issue had been overwritten but showed multiple loss of prime warnings with corresponding low non-zero force. The force sensor calibration was found to be within required specification. The pump successfully completed the 24 hour duration test with no loss of prime warnings. The original complaint of a loss of prime issue was shown in the pump history but unable to be duplicated during investigation.